Event description:
Technical services received a call on (B)(6) 2013, from sales rep. The lead was implanted on (B)(6) 2007 and explanted on (B)(6) 2013. Extracted the rv lead today. And changed out generator. Do not know the reason for the rv lead extraction. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).